Event description:
Event description guidant received information that this cardiac resynchronization therapy (crt-d) defibrillator was exhibiting oversensing of noise on the right (rv) and left ventricular (lv) rate/sense (rs) channels. Impedance measurements were greater than 3000 ohms in the rv and greater than 2700 ohms in the lv. The physician suspected fluid in the header of the device. Although there was some inhibition of pacing, in this non-pacemaker dependent patient, no inappropriate shocks were given, and no adverse patient effects were noted.